Event description:
The customer reported that there is no sound anymore at the x2. At the time of the alleged malfunction, the device was not being used for clinical monitoring. No patient harm was reported.